Manufacturer narrative:
(B)(6). Device evaluated by MFR: the returned product consisted of an agent (dcb) balloon catheter with shipping mandrel. The device was visually and microscopically examined. There was contrast present in the inflation lumen. There were numerous shaft kinks to the device. The inflation lumen was stretched for an approximate length of 5.8cm, 4.3cm from the tip of the device. The guidewire lumen was stretched and prolapsed for an approximate length of 19mm., and there was separation 20.3cm from the rapid port exchange. The balloon was loosely folded, and no drug coating was left or present to the balloon. The tip of the device was stretched for a length of 2mm. The shipping mandrel was shipped with the returned device, to which the mandrel was stuck and not moveable from the balloon. The shipping mandrel was returned within the balloon catheter. The exposed and undamaged portion of the mandrel was measured with a laser micrometer to measure the outer diameter which was within specification. Product analysis confirmed the reported events as the shaft of the device was separated and the tip of the device was stretched down preventing the product mandrel from being removed.

Event description:
Reportable based on device analysis completed on 11 apr 2022. It was reported that a balloon appeared to run out of shape and become longer. Vascular access was obtained via the radial artery. A percutaneous coronary intervention (pci) was performed on a severely tortuous distal left anterior descending artery (lad). Following predilatation with a 2.5 x 15mm non boston scientific balloon, a 2.25mm x 20.00mm agent (dcb) balloon was selected for treatment. However, during preparation, it was noticed that a kink occurred, and while advancing the device, significant resistance occurred, and the device was unable to inserted onto the wire. The device was removed and another 2.25mm x 20.00mm agent (dcb) balloon selected for treatment. However, while pulling the device from the casing (the balloon protector), the balloon appeared to run out of shape and become longer. The device was exchanged for another of the same device to complete the procedure. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. However, the device returned, and analysis revealed a shaft break.